Event description:
It was reported that inflatable penile prosthesis (ipp) was replaced due to an unknown reason. A new preconnect was implanted. No information about the patient outcome is available at the moment. Additional information was requested, however, no further information was available.